Manufacturer narrative:
Eighteen years or older. An initial examination of the unit was carried out. It was noted at approx 23cm from the strain relief, that the sheath was crushed. The catheter handshake connection was attached to the advancer handshake connection and a tug test was carried out. No issues were noted. The handshake connections of the rotablator unit was disconnected and reconnected. No damage was noted with the handshake connections of the rotablator plus unit. The rotablator unit was wire guided using a test wire guide. No issues were noted. The burr was microscopically examined. No issues were noted. An attempt was made to wet test the rotablator catheter unit per procedure, but the sheath leaked from the point where the sheath was crushed. This is consistent with over tightening of the hemostasis valve. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification is user / use error. The rotablator dfu states that "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve." (B)(4).

Event description:
It is reported that during a rotational atherectomy procedure, a leak occurred. The lesion was located in a moderately calcified vessel. A 1.75mm rotalink burr was "used for a couple of runs." When the physician noticed the burr catheter was not flushing, it was removed and a leak was discovered approximately 23cm from the strain relief latch. The procedure was completed with another same burr. No pt complications occurred. Pt's status is satisfactory.